Manufacturer narrative:
A ge rep evaluated the sys and replaced the cd drive. The system operates as intended.

Event description:
The customer reported that the cd/dvd drive malfunctioned and caused the sys to shut down/lock up. There is no report of injury or death associated with this event.